Manufacturer narrative:
The field service engineer found that the sipper nozzle was dirty. He cleaned the sipper nozzle. The service action of cleaning the sipper nozzle resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue/sample quality issue at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c501 module. Initial result: 164 mmol/l. The initial result did not match the patient's previous results, and the sample was repeated on a different cobas c501 module. Repeat result: 140 mmol/l. The sample was also tested on an emogas analyzer. The results obtained from the emogas analyzer were not provided, but they were confirmed to be "normal" values.